Event description:
It was reported that, during holep procedure, the laser fiber broke during connection and caused sparks. A new fiber was used to complete the procedure. There were no reported patient complications.

Manufacturer narrative:
The date of event (b3) was estimated - per information received, it was noted that procedure occurred last august.

Manufacturer narrative:
The date of event (b3) was estimated - per information received; it was noted that procedure occurred last (B)(6).

Event description:
It was reported that, during holep procedure, the laser fiber broke during connection and caused sparks. A new fiber was used to complete the procedure. There were no reported patient complications. This complaint is for the fiber.